Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad air in line sensor. No adverse effects were reported.

Event description:
Additional information was received indicating that the issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was conducted and the reported issue was unable to be duplicated. A cassette was attached and the pump ran with no issues. The event history log was reviewed and showed no "air in line" errors. There was no fault found with the returned pump.